Manufacturer narrative:
Preliminary analysis revealed that the root cause of the reported behavior is related to the depletion of the internal battery of the associated programmer.

Event description:
Reportedly, the associated programmer showed invalide date each time it was turned on. This resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the subject pacemaker on (B)(6) 2020.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the associated programmer showed invalid date each time it was turned on. This resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the subject pacemaker on (B)(6) 2020.

Event description:
Reportedly, the associated programmer showed invalid date each time it was turned on. This resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the subject pacemaker on 8 december 2020.

Manufacturer narrative:
Please refer to the attached analysis report.